Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer had a medication error which they believe stemmed from incomplete understanding of how the alaris pump works. They had a nurse who hung a bag of 100ml of tylenol as a secondary bag and programmed the pump module to infuse a partial dose from the bag of 65ml out of the total 100ml that was in the bag. However, the entire 100ml was infused instead. When the customer was trying to reconstruct how this happened, they discovered that once the pump infused 65ml it switched back to the primary infusion but continued to pull from the secondary bag until it was empty. There was patient involvement, but the outcome is unknown. Bd provided the customer with education and tip sheets to assist with the customer's issue.